Manufacturer narrative:
The device involved in the event will not be returned for evaluation. These reported events were found during a publication review where the patient information is anonymous and specific device information for this patient is not provided. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
Published in the society for clinical vascular surgery - natural history of gutter-related type ia endoleaks after snorkel/chimney endovascular aneurysm repair patient was implanted with an ovation ix abdominal stent graft system on an unknown date, and required a secondary intervention on an unknown date, due to progressive aneurysm sac growth up to 8.3-cm from a preoperative sac size of 7.3-cm noted within 9 months of undergoing ch-evar with a single renal snorkel stent and the ovation device. The patient suffered an unrelated type a aortic dissection during the follow-up period, and endovascular re-intervention to address the type ia endoleak. Patient is pending improvement in their tenuous health status after open ascending aortic repair.